Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. (B)(4).

Event description:
It was reported the ipg was inoperable due to not having been recharged for an extended amount of time. The patient underwent surgical intervention to remove and replace the ipg which resolved the issue.